Manufacturer narrative:
The device history records could not be reviewed, as the lot number was unknown. The sample was discarded by the user facility, so a sample evaluation could not be performed. It is unknown if patient or procedural factors contributed to this event. Based on the information received, the results of the investigation are inconclusive and the root cause is unknown. The current IFU (instructions for use) states: warning: do not exceed the rbp recommended for this device. Balloon rupture may occur if the rbp rating is exceeded. To prevent over pressurization, use of a pressure monitoring device is recommended. The current IFU (instructions for use) for this device states: equipment required: luer lock syringe/inflation device with manometer (10 ml or larger).

Event description:
It was reported that during a shuntograms for intravenous stenosis of an av fistula, the pta balloon was inflated with a syringe, and on the first inflation, the balloon ruptured circumferentially. The patient did not have any implanted stents. There was no reported injury to the patient.